Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device remains implanted and was not available for evaluation; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis, stroke, complications and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient presented with a subarachnoid hemorrhage in the anterior communicating artery with an aneurysm measuring 7 x 10 mm with associated pseudoaneurysm. The target lesion was coiled and the stent (subject device) was placed. Thrombus was noted in the subject device. A guidewire was used to agitate the thrombus and reopro was administered. Control angiogram showed clearance of the thrombus at the left a1 a2 junction but a small amount remained at the distal stent segment. Coiling of the target lesion was resumed and the aneurysm was obliterated. The pseudoaneurysm was observed to be filling. The second stent (another manufacturer) was deployed just distal to the subject device encompassing the entire length of the first stent and covering the neck of the aneurysm. Control angiogram following this showed decreased but persistent blood flow through the pseudoaneurysm with evidence of stasis and near complete obliteration of the true aneurysm. The procedure was completed with the patient in stable condition. Post procedure, midline shift was observed, the patient was unable to move her right side, and a new stroke in the left anterior communicating artery was observed. The new stroke was a result of clotting in the subject device while the patient was off aspirin and heparin for the left temporal bleed. The patient was also in multi-organ failure from acute respiratory distress syndrome and shock at maximal medical therapy. The decision was made to withdraw life sustaining measures according to the patient's do not resuscitate (dnr) and do not intubate (dni) orders and the patient later expired.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that the patient presented with a subarachnoid hemorrhage in the anterior communicating artery with an aneurysm measuring 7 x 10 mm with associated pseudoaneurysm. The target lesion was coiled and the stent (subject device) was placed. Thrombus was noted in the subject device. A guidewire was used to agitate the thrombus and reopro was administered. Control angiogram showed clearance of the thrombus at the left a1 a2 junction but a small amount remained at the distal stent segment. Coiling of the target lesion was resumed and the aneurysm was obliterated. The pseudoaneurysm was observed to be filling. The second stent (another manufacturer) was deployed just distal to the subject device encompassing the entire length of the first stent and covering the neck of the aneurysm. Control angiogram following this showed decreased but persistent blood flow through the pseudoaneurysm with evidence of stasis and near complete obliteration of the true aneurysm. The procedure was completed with the patient in stable condition. Post procedure, midline shift was observed, the patient was unable to move her right side, and a new stroke in the left anterior communicating artery was observed. The new stroke was a result of clotting in the subject device while the patient was off aspirin and heparin for the left temporal bleed. The patient was also in multi-organ failure from acute respiratory distress syndrome and shock at maximal medical therapy. The decision was made to withdraw life sustaining measures according to the patient's do not resuscitate (dnr) and do not intubate (dni) orders and the patient later expired.